Event description:
Customer reported erroneous high basophil results obtained on (B)(6) 2008 for six pt samples. Results were determined to be erroneous based on comparison to results obtained on another hematology analyzer called the gen-s and/or manual differentials. Erroneous results were released from the laboratory for six pts. The customer considered the automated differential results obtained on the gen-s as correct. There was no death, injury or change in pt treatment.

Manufacturer narrative:
Quality control was performed within 8 hours prior to the event. Control results were within specifications. Field service engineer evaluated the instrument on-site. The problem was corrected by replacing the 15 inch sample delivery tubing from the diff shear valve through vl65 to the diff mixing chamber. This resolved the problem as evidenced by 40 samples being run on both the gen-s and the lh750 with all cbc (complete blood count) and differential results matching. The investigation included a review of the raw data. The data demonstrated a left shifted pattern on rls channels. Due to the huge left shift, the algorithm misclassifies ne/mo (neutrophil/monocyte) or baso/ly (basophil/lymphocyte). This analysis supported the identified cause of a system hardware issue. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.